Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to user handling. The event can be prevented by handling the device in accordance with the following IFU: "caution ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." In addition, the following non-reportable malfunction was found during the device evaluation; the adhesive on the distal end was corroded. Olympus will continue to monitor field performance for this device.

Event description:
During inspection and evaluation, the pink probe coating was found cut with the adhesive layer exposed. This medical device report (MDR) is being submitted to capture the reportable malfunction (damage to the pink probe coating) found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿doesn't inflate the balloon leaks water¿ was confirmed. The following findings were noted during device evaluation: balloon not inflating, and water/air leak from balloon channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope doesn't inflate the balloon leaks water. During inspection and evaluation, the balloon ruptured in ultrasound endoscope. There was no report of patient harm or user injury associated with this event. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.